Manufacturer narrative:
(B)(4). The superior shaft is cracked at the center of the jaw pivot pin forward. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pin in the tip of the instrument was loose and sliding out. Although the instrument was used intraoperatively, no patient injury was reported.